Manufacturer narrative:
(B) (4). (B) (4). Tube detached. Evaluation summary: the analysis results found that the mam3001 device (a) was received with the tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. The mam3001 applier (b) was returned in good physical condition and already deployed. The firing mechanism was tested and it was fully functional. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that the mam3001 device (c) was received with the tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Device b additional info: manufacturing date: 04/2008. Sheared off.

Event description:
It was reported that during a breast biopsy procedure, the device would not deploy into the biopsy site. The plunger would not work and the customer noticed that the item fell off the system.